Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023 . The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient blacked out (lost consciousness) and was found on the floor by his wife. This happened to him in 3 similar events in a 24-hour period. The patient´s wife tried to treat the patient with juice and glucose but she couldn´t treat the patient. Therefore, she called an ambulance, and the paramedics treated the patient with IV medication (unspecified). At an unspecified time of the event the cgm was reading 245 mg/dl and the blood glucose reading was 148 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.